Manufacturer narrative:
On 18-feb-2022, the bwi product analysis lab (pal) received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was initially reported that the dilator met with resistance and would not seat into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the case continued. The customer¿s reported issue of resistance with the sheath is not considered to be reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. On 1-feb-2022, additional information was received indicating the resistance they were having was when they were trying to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked; the issue was with the hemostatic valve. The catheter/needle was still able to be moved through the sheath. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through additional information that was received on 1-feb-2022 and re-assessed it as MDR reportable.

Manufacturer narrative:
On 18-feb-2022, the bwi product analysis lab (pal) received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was initially reported that the dilator met with resistance and would not seat into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the case continued. The customer¿s reported issue of resistance with the sheath is not considered to be reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. On 1-feb-2022, additional information was received indicating the resistance they were having was when they were trying to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked; the issue was with the hemostatic valve. The catheter/needle was still able to be moved through the sheath. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through additional information that was received on 1-feb-2022 and re-assessed it as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was initially reported that the dilator met with resistance and would not seat into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the case continued. On 1-feb-2022, additional information was received indicating the resistance they were having was when they were trying to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked; the issue was with the hemostatic valve. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo sheath, and the shaft presented bent damage, between rings 3 and 4, examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. A functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. This resistance could be related to the valve dislodgement. The outer diameter (od) vessel dilator was measured, and it was within specifications. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Additional investigation was initiated to address the root cause for the resistance to sheath issues. Additionally, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135)were selected as related to the hemostatic valve separation. Investigation findings: material and/or chemical problem identified (c06) and mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the resistance with the sheath and the bent found in the shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).